Event description:
This lead was implanted on (B)(6) 2005. A call to technical services on 10/27/2011, states that the lead was explanted, due to infection. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).